Event description:
Five years ago, a kidney was successfully transplanted in a patient. After the procedure, the ult catheter was placed to drain urine from the transplanted kidney. After five days, they noticed a dislocated catheter, therefore, it was decided to remove the catheter. A pair of scissors was used to cut the catheter right below the locking device. The catheter was then removed from the body. Procedure was successful. In years after, patient suffered from recurring inflammatory responses. Several ultra-sounds were performed, but nothing was found. Now, after five years, the ultra-sound showed evidence of calcification. Surgery was performed, during which, a calcified wire was removed. It is believed to be the fixation wire from the ult mac-loc drainage catheter. Unfortunately, the wire was disposed of. As this fixation wire is glued beneath the hub, it is believed when the catheter was cut, the wire was also cut.

Manufacturer narrative:
Evaluation: no product was returned. However, this incident appears to be the result of user error. In removing or exchanging the catheter, before unlocking the mac-loc catheter hub assembly, the distal end of the wire guide should be advanced into the locked loop configuration of the catheter, then the mac-loc released. The wire guide should be advanced through the catheter end hole. The catheter exchange can now be performed in a standard fashion.